Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent deployed in an unintended site, in a non-disease vessel. Device issue: stent dislodgement. It was reported via user facility medwatch that while attempting to place the mini vision stent delivery system (sds) distal to an existing stent, the mini vision stent came off the sds and was deployed in the ostium of the left anterior descending artery (lad) in an unintended site. Patient was asymptomatic. An intravascular ultra sound (ivus) was done to check the left main and no dissection was noted. The patient was transferred to the critical care unit (ccu) for monitoring and was discharged without further complications three days later. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping during manufacturing, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. The sds was advanced past a previously deployed stent, which could have contributed to the dislodgement. After the dislodgement the stent implant was deployed in the lad ostium, though no patient effects related to the stent implant left in the patient were reported. However, without a returned device, a definite root cause for the stent dislodgement cannot be determined.